Manufacturer narrative:
The t:slim pump user guide states that it is recommended not to change the pump while sleeping. The t:slim pump user guide also indicates that novolog has been tested for up to 72 hours. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer charged the pump overnight while in bed sleeping and felt that the cartridge was hot to the touch. The customer inquired if charging the pump has the potential to damage the insulin quality. The customer's blood glucose level was reported to have gone from 130 mg/dl to 385 mg/dl. The customer took a manual injection of 15 units of insulin. During troubleshooting with tandem technical support, it was noted that the cartridge, tubing and insulin had been in use for 5 days. The customer acknowledged that the elevated blood glucose level was likely due to using supplies past labeling instructions, and stated that all supplies would be changed. Follow up with the customer indicated that the customer had been changing supplies per labeling and had not experienced warm/hot pump temperatures.